Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, one bail cover and the ring cover were broken and contaminated, that the battery release and battery drawer were contaminated, one bail cover, the bail and the ring were missing, the atrial output connector was broken, the keyboard was scratched and the battery contacts were compressed. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.